Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock was replaced. The system was then found to be operating as intended.

Event description:
The customer reported there was an error message and the system shutdown. No patient injury was reported.